Event description:
It was reported that the percutaneous thrombolytic device (ptd) passed the function test before use. However, right after the doctor activated the driver, the basket stopped rotation. The doctor expressed his embarrassment as this had never happened and he has been using the ptd for a long time. There were no reported patient complications.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Device evaluation: one 7 fr ptd catheter assembly and one separate 7 fr. Ptd rotator drive unit were returned for evaluation. Depression of the motor start button resulted in no activation of the unit. A rust colored substance was observed adhering to the outside of rotator and around the motor start switch. No other obvious abnormalities to the rotator were observed. The catheter assembly was kinked approximately 4.0cm from distal end of the molded hub. The kinked area was flattened and twisted. A dark substance could be seen through the gray outer sheath, along the length of the catheter. No other obvious anomalies to the catheter were observed. To determine if cable separated within the sheath at the location of the kink, the proximal end of the assembly pulled out completely, confirming cable separation. Using 8x magnification, part of the cable remained within the cannula, which indicated separation had not occurred at the weld. The section of cable within the sheath was removed for inspection. Along approximately 34.0cm of the proximal end of the assembly, the cable was wavy in appearance. About 3mm of flattened cable wires had been stretched and were protruding outwards at the location of separation. With the exception of a dry, dark brown substance adhering to the basket wires at each basket sleeve, no obvious abnormalities with the basket were observed no basket separation from the torque cable was observed during manual tugging of the basket; the orange lumen moved freely within the basket. Per products' IFU, this catheter accepts up to a .025" spring wire guide (swg). A .025" swg from internal inventory was inserted through basket and passed through cable until resistance was met at location of separation due to flattened cable wires. The swg then passed freely through rotator without difficulty. No evidence of foreign material was observed adhering to the swg. A 7fr. Ptd catheter assembly from internal inventory was attached to the returned rotator, with the basket in the compressed and deployed positions, with and without the .025" swg from internal inventory. No difficulties were observed; however, since the rotator could not be activated, it was not possible to test the rotator further. A review of the catheter and rotator device history records was performed with no relevant findings. An IFU, included in the ptd kit, states warnings pertaining to potential fatigue failure of the torque cable and fragmentation basket occurring with prolonged activation of the ptd catheter. The catheter is not to be advanced forward during activation. Cable separation was attributed to a procedure/patient anatomy cause.